Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, post procedure, in recovery, a "redness" was observed on the thigh (leg) where the tubing had been laying during the procedure. The patient did not experience any discomfort and the redness went away before discharge from the hospital. There no burn was noted during this period. Follow up information received in june 15, 2009, revealed that there was no leaking at the cervix or in the tubing, no indication of overdilatation, and there was no fluid loss alarms. There were no further complications reported as a result of this event. Although an attempt was made to verify if a burn was sustained or not, this attempt was unsuccessful.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. These codes were selected by the manufacturer, based on information provided by the user facility. The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.